Event description:
The pt experienced pain and loss of range of motion. Revision surgery revealed subsidence of the tibial baseplate. The tibial insert was also removed at this time.

Manufacturer narrative:
Sumamry of eval: the tibial baseplate cannot be evaluated for the reported subsidence as it has not been returned to co. Attempts to obtain the device have been unsuccessful. A review of the device history record for this baseplate found that no discrepancies were reported during manufacture. The info provided suggests that this event is not device related but rather is associated with inadequate cortical support. Section f1-14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplement report will be submitted.